Event description:
It was reported that during a follow up angio of a renal stenting procedure, a stent fracture was noted. The express vascular sd renal stent was implanted in the left renal artery in n(B)(6) 2013. Due to reoccurring symptoms the patient was referred for a follow up angio in (B)(6) 2014. During this procedure it was evident that the stent had fractured and occluded the renal artery. A fully covered unspecified stent was placed in the right renal artery as there was disease present. No patient complications were reported and the patient status is stable. It was noted that symptoms have returned in the left kidney. The patient may have a covered stent implanted inside of the fractured stent. At the moment the patient is ill and the physician is waiting to see if it is needed, or if medication can resolve the issues.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).